Event description:
It was reported that while in the pt's room the catheter was inserted via the pt's right femoral vein. According to the report, a few weeks after the catheter was inserted the proximal lumen was infused with saline and the saline solution exited the distal lumen. As a result, the catheter was removed and replaced. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications and the pt outcome is good. Add'l info was rec'd on (B)(6) 2011 from teleflex (b)()6) stating "the user found one of the injection hub was wet." It was not an inter-lumen crossover as implied originally. Further information was rec'd on (B)(6) 2011 from teleflex (B)(6) which stated "this is a double-lumen catheter having two injection hubs and one of them was found wet a few weeks after the catheter was placed in the pt." On (B)(6) 2011, an update from (B)(6) indicated one of the injection hubs was wet. The catheter was replaced due to the leak and there was no harm to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.